Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda), as noted by the physician, was attributed to poor image quality. Image resolution poor was related to procedural conditions, as the imaging quality was reported to be suboptimal. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure a mitraclip was implanted, then a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. Then a secondary clip was implanted to stabilize the slda clip. The final mr was grade 1. There were no clinically significant delays or adverse patient effects reported.